Manufacturer narrative:
The customers third party service ordered replacement casters. No report of patient involvement.

Event description:
The third party reported that, when moving the ventilator, a broken locking caster was found. There was no reported patient involvement.